Event description:
Non- integration. It was reported that implant at tooth site unk was removed due to non integration. Patient has a history of smoking osteoporosis and bruxing. Report noted inflammation, high blood pressure.

Event description:
Non-integration. It was reported that implant at tooth site unk was removed due to non integration. Patient has a history of smoking osteoporosis and bruxing. Report noted inflammation, high blood pressure.